Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's therapy had changed. Images taken show the lead had migrated and only 2 contacts remain in the epidural space. The patient underwent surgical intervention where the lead was explanted and replaced. The patient reportedly receives effective stimulation and the issue was resolved.